Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Software investigation was completed and reported the software log files do not contain anything that specifically indicates why the images would be black. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.several successful surgeries have been logged against this system since this report.on 06/12/2015, a medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
This event was reviewed by software quality engineering who recommended that the issue be added to the medtronic navigation software anomaly tracking database for tracking, monitoring and trending.

Event description:
A medtronic representative reported that, while in a cranial procedure, when transferring the intra-op magnetic resonance imaging (MRI) to the navigation system, the software became unresponsive. When going to stealthmerge, the patient exams from the navigate screen, all of the views in stealthmerge were black. In trouble-shooting, the medtronic representative exited stealthmerge and the quadrants in navigate were black, as well. No images were present. A software re-boot restored normal function, issue resolved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
05/05/2015 a medtronic representative, following-up at the site, reported the behavior seen in this procedure has not reoccurred.